Manufacturer narrative:
Corrected information provided.

Manufacturer narrative:
Evaluation summary: corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause could not be determined. (B)(4).

Event description:
An ophthalmic surgeon reported a corneal burn during a cataract surgery with intraocular lens implant, sutures were required to close the wound. The affected eye was the left one (os). The surgeon reported the burn of the main port (entrance to the eye) during the first 3 seconds of the surgery. After turning the ultrasounds on in carving out program there were liquid, milky substances visible in front of the tip in the center of the lens (not fogging, but something thicker). The handpiece worked unusually, as if it was blocked or plugged, despite of positive testing before. After taking out the handpiece from the eye and waiting a short while to figure out the situation, the surgeon continued the surgery that proceeded as usual. The surgeon has been using the same parameters since months. The surgeon was unable to confirm which handpiece was used. The patient was hospitalized as result of the event. The patient received medications after cataract surgery: moxifloxacin, diclofenac, dexamethasone, tropicamid and artificial tears. The patient got better after the treatment but the symptoms continue. This is one of two reports being filed for this event. This report is for the patient who underwent surgery on (B)(6) 2016. Additional information has been requested and received.